Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inserted into the sheath, air ingress was observed. Though the air was removed, air ingress persisted. The sheath was replaced, yet air ingress continued with the new sheath as well. The second sheath was replaced with resolve and the third sheath performed as expected. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files, sheath 4fc12 with lot 64362 was returned and analyzed. Visual inspection of the sheath indicated the device was intact with no apparent issues. Air aspiration was reproduced during the pressure test, when the test dilator was introduced through sheath. The hemostatic valve on the sheath was leaking. A torn valve disk was suspected. In conclusion, the reported air ingress was confirmed through testing. The sheath failed the return product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.